Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was uncomfortable stimulation. The outcome was resolved without sequelae. Interventions included reprogramming. The patient reported irritating stimulation in her feet. The patient reported using the device infrequently. The patient wanted the device explanted. The patient attempted to utilize the device regularly for pain but it was not beneficial. The patient reported that since reprogramming the stimulator was working considerably well for her and the patient was utilizing the device at all times. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as due to programming. It was reported that the entire system was explanted.